Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after hearing their device emit tones. Interrogation of the s-ICD revealed it exhibited a battery depletion (bd) code, indicative of premature battery depletion. The patient will remain at the hospital and a revision procedure will take place soon. The s-ICD remains in service and there were no additional adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.